Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Kept by the attorney.

Event description:
It's alleged by the attorney through the filing a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2006 where he was implanted with a stryker hip system. It is further alleged that the patients left hip was then revised on (B)(6) 2016 after blood work revealed "excessive levels of chromium and cobalt".

Manufacturer narrative:
An event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Conclusions: it was reported that the patient's right hip was revised due to excessive levels of chromium and cobalt. The event could not be confirmed nor the root cause could be determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It's alleged by the attorney through the filing a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2006 where he was implanted with a stryker hip system. It is further alleged that the patients left hip was then revised on (B)(6) 2016 after blood work revealed "excessive levels of chromium and cobalt".